Event description:
Patient with left ventricular assist device (lvad) therapy for 3 months presents with 3 separate gi bleed episode post lvad. Inr was 4.6 on admission. Eight units blood were transfused. Bleeding source was not a gastric varix, but rather a gastroepiploic arcade. This area was treated. Heparin bridge was considered too risky at this time, so coumadin pursued alone.